Event description:
Additional information reported that the patient's pump delivered the following medication: hydromorphone at a concentration of 12 mg/ml and a dosage of 2.49 mg/day; bupivacaine at a concentration of 20 mg/ml and a dosage of 4.15 mg/day; and lioresal at a concentration of 100 mcg/ml and a dosage of 20.76 mcg/day.

Event description:
It was reported that the patient was receiving effective therapy with medication of hydromorphone, bupivicaine and lioresal until about one month prior to the reported event. The patient then began to have symptoms of withdrawal as evidenced by increasing pain. A dye test was performed and the health care provider visualized contrast coming through the proximal segment of the two piece catheter. The patient was scheduled to have a catheter revision and pump replacement "due to narrowing end of life battery". The patient underwent surgery; the neurosurgeon explanted the proximal end of the catheter. Good retrograde flow of cerebrospinal fluid was noted from the distal segment of the catheter; a new catheter segment was spliced on. The hcp visualized a hole in the proximal segment of the catheter. The pump was also replaced. The patient was restarted on his previous dose of medication. The patient was "discharged" and was "home from the hospital". Patient outcome was later reported as recovered without sequela.

Manufacturer narrative:
Catheter: model 8711, lot# j11283r45, explanted: 2011 (B)(6). Corrected the pump explant date. Corrected the catheter explant date. Analysis of the catheter model 8711 lot# j11283r45 showed no significant anomalies. Only the pump connector, proximal segment, and pin connector were returned for analysis. The segment was found to be occluded with dry drug. However, it was possible to break up the dry drug and clear the occlusion in order to internally decontaminate the segment. Foreign biological material was also noted on the surface of the returned catheter segment. It was not believed, however, that this material had any effect on the catheter's performance. Per the allegation that the catheter segment failed a dye study and that the healthcare provider (hcp) visualized a hole in the returned segment, the catheter segment was vigorously inspected and pressure tested. There was no hole or other critical anomaly that could be found in the returned portion of catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8711, lot # j11283r45, implanted on: (B)(6) 2002, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.